Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a procedure, the twinfix anchor and implants fell off, and the wires could not be screwed in. The procedure was completed using a back-up device, and an additional bone hole was drilled, leaving a void. The instrument used to prepare the insertion site was a 4.5mm tap and a 3.8mm drill, with the insertion site cleared of all debris prior to insertion. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected information in h6 (investigation findings, conclusions & component code). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with any original packaging. The sutures are still on the device, run through the cannula, and tied at the cleat. The anchor is still on the device. The blue/white sutures have fractured at the eyelet. There is a gouge in the implant in the eyelet at the site of the suture break. The insertion device has no visible defect. No functional testing can be conducted since there is damage hindering the inspection/evaluation. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the patient have ¿good¿ bone quality, a photo of the device was provided for review; that confirms the reported event and that based solely on the results of the product evaluation the root cause of the reported issue was the result of a user technique vs procedural variance. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.